Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jun-2020, UDI#: (B)(4), h3: analysis found ¿visual damage to the micro usb hub¿, ¿failed battery charging bench test¿ and ¿defective recharging circuitry tm90 recharging circuitry is damaged( found micro usb hub bracket broken and burnt diode on charge board)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator had not worked for a couple months. The patient stated they can't charge it or do anything with it. The patient confirmed the orange light was not coming on at all when plugged into the charging cord, and they had tried other charging cords, but that did not resolve the issue. The patient denied the communicator being dropped or wet. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was not taking a charge or powering on. No patient injury reported.